Event description:
It was reported that the oxygen concentration was fluctuating. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs were provided, and no evaluation of the ventilator was requested. The healthcare facility contacted a third-party service provider for repair and have not disclosed any further information about the current status of the ventilator. As no device evaluation or log analysis could be performed, an investigation was not possible. Therefore, the root cause of the reported fluctuating oxygen concentration could not be determined. The UDI information is not available since the device was manufactured before 2015.